Event description:
It was reported that the guidewire (subject device) was selected for a thrombectomy procedure for middle cerebral artery occlusion. However, difficulty was encountered by the physician when an attempt was made to pass the guidewire through the thrombus. The physician withdrew the guidewire and observed a crack at the distal tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A2 ¿ age at the time of event - added. A2 ¿ age units (patient) ¿ added. A4 ¿ weight ¿ added. A4 ¿ weight units ¿ added. C2 / d10 ¿ concomitant products grid ¿ added. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal 8cm section of the guidewire was noted to be fractured to the nitinol tubing and core with extensive stretching noted to the platinum wire. There were no anomalies noted to the hydrated wire. A functional test was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed. The reported guidewire torque problem could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while attempting to navigate the guidewire through the thrombus, the physician experienced difficulty in manipulating and advancing it. As a result, the guidewire was withdrawn, and a crack was observed at its distal tip. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. It is probable that the device experienced difficulties to pass through the lesion along with the tortuous anatomy, causing the damage noted to the device during analysis. It is likely that the damage to the device was perceived to be stretching and fractures. Based on the review of all available information, an assignable cause of procedural factors will be assigned to as reported ¿guidewire distal tip broken/fractured during use¿, ¿guidewire torque problem¿ as well as analyzed ¿guidewire distal tip broken/fractured during use¿, ¿ guidewire distal tip stretched¿ as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the guidewire (subject device) was selected for a thrombectomy procedure for middle cerebral artery occlusion. However, difficulty was encountered by the physician when an attempt was made to pass the guidewire through the thrombus. The physician withdrew the guidewire and observed a crack at the distal tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.